Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Customer reported blood glucose level was not impacted. During troubleshooting with tandem technical support the alarm was ultimately able to be cleared and insulin delivery was successfully resumed.